Event description:
It was reported that a malfunction occurred with the pump. There was no reported impact to the customer's blood glucose level. The distributor is waiting for the pump's return to examine it, and a replacement pump has been prepared.